Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated the patient¿s blood glucose (bg) dropped to 61 mg/dl without symptoms suggestive of hypoglycemia. This bg measurement does not meet animas¿ criteria of a reportable adverse event. The reporter alleged 26 units of insulin in the cartridge prior to lunch and when she removed the cartridge from the pump that afternoon, the cartridge was empty. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings: evaluation revealed that the black box review shows several no cartridge detected on 06/05/2013, pump powers up and displays verify screen. The pump is able to load and prime a cartridge successfully and no load step malfunction was duplicated. The force sensor calibration reading is within specifications. Pump¿s cover was removed and the force sensor flex inspection shows a cracked trace near to the pin leading to an intermittent condition. The returned cartridge was evaluated by product analysis on 08/07/2013 with the following findings:the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.